Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
Dr. (B)(6) informed rep on (B)(6) 2016, a patient she performed a mako hip on (B)(6) 2016 dislocated on (B)(6) 2016. Patient was in to get his stitches removed and the nurse asked him to sit on a low couch, and he dislocated. Dr. (B)(6) performed a closed reduction and tested the stability. Surgeon said he felt stable and feels it was because he sat down fast on a low seat.